Event description:
It was reported that during the procedure, a surgical technician noted an eyelash on the distal portion of the lead upon opening of the packaging. The lead was not used. The patient was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.